Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 500mg/dl, and he treated with a bolus; the blood glucose level dropped to 423mg/dl before calling. The customer stated that insulin from the reservoir leaked in the middle of the night and moisture between the o-rings noted. The caller also reported fluid in the reservoir compartment. No further information was provided.